Event description:
Manufacturers ref:(B)(4).

Manufacturer narrative:
It was reported that the ventilator could not reach the set o2 concentration level. According to information from our field service engineer, the o2 sensor was suspected to be the faulty part. A repair offer was sent to the customer but it was not accepted. No further information was provided. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator could not reach the set o2 concentration level. There was no patient harm reported. Manufacturer's ref. #: (B)(4).